Event description:
The balloon would not inflate. The balloon was then inflated to 20 atm (rbp=18 atm), but the deflation was slow. Negative pressure was applied until the balloon deflated enough to remove. No pt injuries or complications occurred.